Manufacturer narrative:
No information has been received to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump displayed error code 46507, load v5 software. No patient injury reported.

Manufacturer narrative:
Device evaluation: manufacturing device history record review was not performed because the device is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found device intact. Functional testing found the reported problem was not duplicated during the investigation. Found error 46507 message in the device information folder. Device passed all functional testing. No problem found. Reinstalled software as a preventative measure. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected.

Manufacturer narrative:
Other, other text: b5: additional information received via email and attached in complaint: no patient involvement. H6: event problem and evaluation codes: updated . H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: catalog number: 21-2120-0104-01 d4: correction: model number: 2120.